Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18441. It was reported the pt ceased using her scs system because she did not experience effective pain relief even though stimulation was present in her pain areas. Surgical intervention was undertaken and the pt's scs system was explanted. As the explant procedure was nearing completion, the pt experienced respiratory distress and was briefly intubated before leaving the operating room. The pt has a history of cardiac arrest.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.